Event description:
The customer reported via phone call that she experienced high blood glucose levels. The customer's blood glucose was 490 mg/dl. The customer treated the high blood glucose with manual injections. The customer then reported that she was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of the emergency room visit was over 1000 mg/dl. The cause of the hospitalization was diabetic ketoacidosis. The customer explained that there were no significant events leading to the hospitalization. After troubleshooting, the customer was advised to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.